Event description:
During a planned steerable ureteroscopic renal evacuation (sure) procedure on (B)(6) 2025 for a patient, a ureteral stent was placed after the surgeon noticed a possible scar tissue in the ureter and the procedure was subsequently cancelled. Calyxo was made aware of the event on 12-jan-2026 and it was reported that a follow up ureteral reconstruction procedure may be required for the patient. It could not be confirmed if the planned follow up ureteral procedure was related to the earlier sure procedure or due to the pre-existing scar tissue in the patient. Additional information is not available at this time and calyxo is following up with the surgeon to ascertain the vital details of the reported event .no device malfunction was reported and calyxo is reporting this event currently out of an abundance of caution.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. Lot history review could not be performed as the lot number of the device is unknown. Calyxo is attempting to gather additional information regarding the reported event. Should any information become available in the future, a supplemental report will be filed. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026, the physician provided an update and recalled noticing a ureteral tear during the initial (sure) procedure on (B)(6) 2025. The stent was placed for four weeks, and the ureter was reevaluated showing some narrowing. The physician then reported that the patient underwent a nephrectomy for an unspecified reason in (B)(6) 2026. Complete follow-up of the events and patient medical history were not provided. The causality of this case to the sure procedure is difficult to assess with the information provided. Treatment failure, follow-up schedule, patient compliance, and other contributing factors may have impacted the outcome in this case.